Event description:
It was reported via repair work order that the foot end base tube was bent. This could result in an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.